Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient also felt that the ipg was too superficial. As result, the ipg pocket was revised on (B)(6) 2021 with no complications.